Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they need to press buttons on their insulin pump several times in order to record any input. There was also a significant scratch on the display, which makes it much harder to read anything. Customer stated that the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.